Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an alliance inflation device was used during a balloon inflation procedure preformed on a patient on (B)(6), 2011 (patient age, gender, and weight are unknown). According to the complaint, during preparation, the nurse dropped the device from 60-70 cm. After the nurse picked the device up, the device constantly read 5 atm when no pressure was applied to the device. The user reported that there was no damage to the needle of the gauge. However when pressure was applied over 5 atm the needle would increase in pressure. The user said the pressure gauge was not reading correctly. The procedure was completed with another alliance inflation device. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results visual evaluation of the returned complaint device found the gauge needle stuck at 5 atm. The investigation results are consistent with the event description. The reported defect of gauge reading inaccurately was confirmed. The root caused of this complaint is handling damage, as the complaint was caused by handling of the device without patient contact either during the clinical procedure or unpacking/preparation. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an alliance inflation device was used during a balloon inflation procedure preformed on a patient on (B)(6), 2011 (patient age, gender, and weight are unknown). According to the complaint, during preparation, the nurse dropped the device from 60-70 cm. After the nurse picked the device up, the device constantly read 5 atm when no pressure was applied to the device. The user reported that there was no damage to the needle of the gauge. However when pressure was applied over 5 atm the needle would increase in pressure. The user said the pressure gauge was not reading correctly. The procedure was completed with another alliance inflation device. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be good.